Event description:
The customer reported a leak from an unknown location inside the coulter lh 780 hematology analyzer. The customer reported that approximately one (1) milliliter of fluid leaked and was not contained within the instrument. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak consisting of diluent from the retic segment valve cvl87/127. Upon further inspection, the fse attributed the leak to a faulty actuator on pinch valve vl98 which was not closing after deactivation. The fse replaced the actuator on pinch valve vl98 to resolve the leak. The fse verified the repair as per established procedures and no further leaks were observed. (B)(4).